Event description:
Pt was revised to address poly wear of the liner.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred in the 1980's. Examination was not possible, as the device was not returned. Review of the device history records was also not possible, as the product and lot code was unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. MFR considers the investigation closed.